Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in an enteral feeding procedure in 2007. According to the complainant, the disk was chipped with the cap approximately a week after placement. Another corflo cubby low profile gastrostomy device was used to replace this device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
A visual examination of the returned device confirmed there is a crack in the locking mechanism. The cause of this malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint were noted.